Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 164 mg/dl versus 128 mg/dl meter to lab. Tests were done within 20 minutes with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.